Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatic module and the footswitch were replaced to address the issue(s). The system was tested and found to meet product specifications. The root cause of the reported event of vit cutting is attributed to nonconforming component of valve of the pneumatics module. The root cause of the reported event of footswitch issue is attributed to nonconforming footswitch. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event of vit cutting is attributed to nonconforming component of valve of the pneumatics module. The root cause of the reported event of footswitch issue is attributed to nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2024-94329 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during vitrectomy surgery, an ophthalmic system laser footswitch had issue and cutter not working. The surgery was completed. There was no patient impact was reported. This is the second report of three report received from the same initial reporter.